Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages and "check te pad" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and reported alarms was isolated to an open pulse wire in the cable connecting ECG a and ECG b to the front therapy electrode and an open wire in the cable between the distribution node (dn) and ECG b. The root cause for the open pulse wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt had "adjust belt or check belt" messages and "check te pad" messages.